Manufacturer narrative:
(B)(4)

Event description:
It was reported that: "incident occurred on (B)(6) 2025, during the insertion of an epidural catheter in maternity room. The female patient was currently giving birth when the caregiver observed that the bevel of the needle was bent. The consequence was that the epidural analgesia could not be delivered. There was no clinical consequence as the device was not used at all. Another kit was used with success."

Manufacturer narrative:
(B)(4). The reported complaint of the bevel of the needle was bent could not be confirmed based on the investigation of the sample received. The customer returned one epidural needle and lidstock. Visual examination of the returned sample revealed the needle's bevel/tip did not appear to be bent. Also, a lab inventory catheter could be threaded through the returned needle with no resistance met. The returned needle passed a functional drag test. A device history record review was performed on the epidural needle with no relevant findings. Therefore, based on the condition of the sample received, there were no visual or functional issues found with the returned sample.

Event description:
It was reported that: "incident occurred on (B)(6) 2025, during the insertion of an epidural catheter in maternity room. The female patient was currently giving birth when the caregiver observed that the bevel of the needle was bent. The consequence was that the epidural analgesia could not be delivered. There was no clinical consequence as the device was not used at all. Another kit was used with success."